Event description:
It was reported that the customer had several no delivery alarms on her pump today. Customer's blood glucose level was 420 mg/dl. Customer treated with bolus delivered by pump. Customer does not want to troubleshoot. Customer would like to return the set or the reservoir for analysis. Customer stated that she had 6 no delivery alarms. Customer was not able to troubleshoot at the time of the call. Customer will monitor the pump and call back for any issues. Customer will return the set/reservoir and will receive replacements. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.